Event description:
The pt was revised because of pain, loosening of the femoral component at the cement/implant interface. Original cement used was competitor's. Osteolysis and poly wear of the insert were noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.